Manufacturer narrative:
Lot # not provided. Customer information was not provided. User facility information unknown as not provided. (B)(4). The event is currently under investigation.

Event description:
As indicated in the journal article: outcomes after partial endograft explantation. During a partial explant procedure, the patient had a zenith endograft device with bilateral renal stents, and a type iiib endoleak in main body found intraoperatively. A portion of the uncovered proximal z-stent was left in place. The left renal artery was endarterectomized and reimplanted into the surgical graft and the right common iliac limb was transected flush with origin of the right common iliac artery. Proximal and distal portion remained.

Manufacturer narrative:
(B)(4). A review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, trends, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Type iiib endoleaks are caused by fractures or holes in the graft. The most common causes of this type of endoleak are calcification, excessive ballooning pressure, or defects in manufacturing which contribute to the enlarging of suture holes. Without any evidence suggesting a non-conforming device and considering the quality controls in place, it is highly unlikely that the failure was manufacturing-related. Without information regarding patient anatomy, pre-existing conditions, or ballooning pressure used; it is not possible to determine if these factors contributed to the failure. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.